Manufacturer narrative:
(B)(4). The incident generator has been returned, tested and found to function to specification.

Event description:
The customer reported that the reusable connecting cable for mono-polar caught fire during the procedure. The manufacturer of the cable was unknown as was the manufacturer of the active electrode connected to the other end of the cable. The active electrode has been discarded. During the procedure, the nurse turned and saw that the cord had burned in half and went over and blew the flame out. The fire was on the cable where the cord meets the cable plug that inserts into the generator. There was no patient or staff injury.